Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device passed the mechanical tests performed. It is believed that the failure of this device is most likely due to a malfunction within the chip. Internal inspection did not reveal any anomalies on internal components. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient has reportedly been experiencing shocking sensation at the ear and eye with device use and loss of lock. Revision surgery has been scheduled.